Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000057196.

Event description:
It was reported that following a recent fall the patient experienced ineffective therapy and was not able to set their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that lead revision was cancelled as patient elected to undergo spinal surgery to address the issue.